Manufacturer narrative:
The customer notified a ge healthcare service of this event. A proposal was submitted for troubleshooting and repair. The customer has not approved the proposal. No ge healthcare service was provided.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was delivering excessive tidal volume. There was no report of patient involvement.